Manufacturer narrative:
(B)(4).

Event description:
A por (power on reset) condition was reported. The company representative met with the patient and doctor in the doctor's office. Diagnostics impedances were checked, and they performed longevity calculations to estimate the neurostimulator device battery life. Additional information has been requested.